Manufacturer narrative:
Additional information has been requested. At this time, no further information is available. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.